Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The surgeon changed hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).